Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. After 24 hours of infusion; the device had "not deflated at all". The device contained flucloxacillin 8000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 30-31, 2023. H11: the actual device was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device bladder suggesting a possible no flow issue occurred. The reported condition was verified. The cause of the condition not be determined; however, a probable cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.